Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that no fault found with buttons not sounding since customer profile settings was not configured. Performed preventative maintenance and retorqued screws . Noticed cracked front case along bottom screws and component was replaced accordingly. Based on the findings, service determined that the reported issue was due to maintenance issue of the front case keypad assembly. Device history record a review of the device history record showed the device had a manufacture date of 18apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has keypad issues. The buttons are not sounding. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device has keypad issues. The buttons are not sounding. No additional information was provided. There was no patient involvement.